Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the patient thought that she had smelt an electrical smell coming from the pump but did not alert staff at the time. Later there was a bang from the pump and then from the wall and both the nurse and the patient witnessed smoke and a spark flame coming from the side of the pump. There was no report of harm to the user or the patient.

Manufacturer narrative:
Correction: b.1. Type of report, h.1 and type of reportable event. Upon further evaluation by persons who are qualified to make a medical judgment, it was determined that the customer¿s report does not represent a serious injury event. This follow-up report is submitted is to correct the previously submitted MDR.

Event description:
The customer reported that the patient thought that she had smelt an electrical smell coming from the pump but did not alert staff at the time. Later there was a bang from the pump and then from the wall and both the nurse and the patient witnessed smoke and a spark flame coming from the side of the pump. There was no report of harm to the user or the patient.